Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the white cuff was leaking. The alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). Catalog # corrected to 116201370.

Event description:
The customer alleges that the white cuff was leaking. The alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Cuff pressure was then tested by inflating the white cuff to 25m bar using a calibrated endo test meter. It was observed that the white cuff could not maintain cuff pressure. The sample was then immersed in water with the cuff inflated. Air bubbles were observed coming from the white cuff. The area of leakage was identified and observed under magnification. It was found that there was a cut mark on the surface of the cuff. In the current manufacturing procedure, 100% leak testing is conducted; therefore, any defects would be detected prior to release from the manufacturing facility. It is very likely that the cut mark on the white cuff could be caused by mishandling of the product by the user, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the white cuff was leaking. The alleged issue was detected prior to use.